Event description:
The pt was revised because of instability. The cup had migrated to a vertical position and one screw had broke. Update - (B)(6) 2011 - litigation papers allege the following: approx one year after the initial surgery, pt began to notice pain and soreness in his hip area. Since then, pt's pain had continued to increase and continued to have pain. In (B)(6) 2009, pt had a visit with his dr who advised a revision surgery was necessary and a left total hip replacement was performed in (B)(6) 2009. Pt's post-op recovery has been long and painful. To this day (more than five (5) years after his hip replacement) pt continues to suffer from pain in his hip. Liner and head added to complaint.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 10/22/12- pfs received. Pfs reviewed for MDR reportability. Pfs reported pain soreness and increased metal ions. The stem will not be added, it is reported on (B)(4). There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 5, 2015.

Manufacturer narrative:
(B)(4).

Event description:
The patient harm was updated and added medical records and two screws to the impacted product. Stem was already reported in the first revision that was captured under (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.